Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the biliary tract to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, once the stent was into the patient's body, the first flange did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure. Note: it was reported that due to the patient suffering from infectious diseases, device have done pollution-free treatment.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the biliary tract to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, once the stent was into the patient's body, the first flange did not deploy. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be stable following the procedure. Note: it was reported that due to the patient suffering from infectious diseases, device have done pollution-free treatment.